Event description:
During surgery the #5 4-1 cutting block broke. Surgeon saw piece in femur still when block was taken off.

Manufacturer narrative:
Reported event: an event regarding pin dissociation of a triathlon 4:1 express cutting guide was reported. The event was confirmed. Method & results: -device evaluation and results: inspection of the returned device confirmed the pin had dissociated from the device body. Additional dimensional inspection was not performed as it was confirmed the product was within scope of the associated CAPA. -medical records received and evaluation: not performed as no patient information was provided for review. -device history review: all devices accepted into final stock conformed to specification. This review confirmed the device was manufactured prior to CAPA implementation. -complaint history review: there have been 3 similar previous reported events. Conclusions: the investigation concluded that the fixation peg disassociating from the triathlon 4:1 express cutting block was caused by a manufacturing nonconformance. It was concluded that the supplier, seabrook international, had not performed the required press fit operation between the peg and block which led to the pin coming out of the assembly. Stryker reserves the right to re-evaluate this investigation if additional relevant information becomes available. As a result, nonconformance pr 98410 was previously raised on apr-2013. The supplier investigation, scope and corrective actions are detailed within the nc and corresponding CAPA pr.

Event description:
During surgery the #5 4-1 cutting block broke. Surgeon saw piece in femur still when block was taken off.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.